Event description:
The customer reported a clear fluid leaked from underneath the rear of unicel dxi 600 access immunoassay system. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered a hole in the wash buffer tubing. The fse replaced the wash buffer tubing supply to the valve. The fse re-initialized the system, and the customer performed quality control (qc) within the established limits. The unit conformed to the manufacturer's performance specifications.